Event description:
It was reported that following the implantation of his device, the subject "was having increased pain which led to the decision to explant as infection was the likely cause". The event was considered resolved on (B)(6) 2016. No further patient complications were reported in relation with this event.